Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure modes for gel air bubbles, and fibrin was observed. Additionally, retention samples from bd inventory were visually inspected and no additive or gel issues were observed. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for fibrin, and gel air bubbles based on the photos provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. The following fields have been corrected: b5 describe event: report 2 of 3. It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was gel air bubbles noticed in one tube and fibrin was found in two tubes.

Event description:
Report 2 of 3. It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there was gel air bubbles noticed in one tube and fibrin was found in two tubes.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1: initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 3. It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes the barrier is not properly separating the serum from gel. No patient impact. The following information was provided by the initial reporter: " 2 tubes with possible occurrence of fibrin in gel."